Event description:
Caller reported that pump became warmer, but no temperature alarms were recorded in the pump history, and the pump was not charging at the time of the issue. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to monitor the system and contact support if the issue recurred.